Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported patient death occurred. A left atrial appendage (laa) closure procedure was performed on a patient with valvular atrial fibrillation, and a watchman closure device was implanted approximately one year ago. The patient was discharged. A physician reported that the patient suffered tamponade and later passed away. This physician was not the implanter and did not want to provide more information.

Manufacturer narrative:
B5: correction added - the event noted was previously reported and captured in report number 2124215-2025-57545. H6: patient codes e0605: cardiac tamponade removed and updated to e2403: no clinical signs symptoms or conditions. H6: impact codes f02: death removed and updated to f26: no health consequence or impact.

Event description:
It was reported patient death occurred. A left atrial appendage (laa) closure procedure was performed on a patient with valvular atrial fibrillation, and a watchman closure device was implanted approximately one year ago. The patient was discharged. A physician reported that the patient suffered tamponade and later passed away. This physician was not the implanter and did not want to provide more information. A good faith effort was made, and it was determined that this event had been previously reported; therefore this complaint is withdrawn.